Event description:
Baxter reported, "there were two incidences with the same product with the twist clamp. The white plastic end came out of the tubing, causing a separation of the closed set. This occured with two patients. There is only one sample available. The incident occured during use of the transfer set. On the august 3rd, 2005, the pt reported the transfer set separation immediately. The set was changed and prophylactic antibiotics were given.